Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - additional information/device evaluation h3a: device evaluated by mfg - additional information h6 codes: type of investigation - additional information h6 codes: investigation findings - additional information

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient had 3 hours of signal loss before he started to experience symptoms, then he experienced weakness and stomach pain, he felt like food poisoned. At 02:30 am the patient self-treated with 12 units of insulin. At 3:00 the bg reading was 450 mg /dl and the patient was taken to the hospital by the aunt. At the hospital the patient was diagnosed with ketoacidosis. There they treated the patient with 5 units of insulin continuously until 01:00 pm. The patient was discharged the same day and was continuously treated with 5 to 10 units of insulin. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.